Event description:
The user reported that the pad keeps shorting out. Our inspection found a cut in the cord that caused the short.

Manufacturer narrative:
The user reported that the pad keeps shorting out. Our inspection found a cut in the cord that caused the short. We have initiated a CAPA project (B)(4) to reduce the occurrence of cord failures like this one.